Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alerted lost sensor during init. It was found in the alarm history that the insulin pump alarmed unexpected restart, external ram crc error, displayable history crc check failed on start up and spi to asic communication error. No further information provided.